Event description:
Reporter indicated that the patient has experienced an increase in seizures. The patient was having approximately 7 seizures per month and recently had 30 seizures in one month. It was also reported that the patient required hospitalization in late november for newly diagnosed insulin dependent diabetes. It is unknown if the seizure increase is related to the vns therapy. Report is incomplete due to lack of information from the treating physician. Two attempts (faxes) have been sent to gather information; however, the treating physician did not respond.

Event description:
No conclusion can be drawn regarding the reported events; however, it is felt that the pt's new diagnosis of iddm is a contributing factor. Iddm is a serious disease process that require daily blood monitoring and insulin shots. This is traumatic and stressful for a juvenile pt and could potentially cause an increase in seizures. Additionally, there are other potential causes that could not be ruled out such as non-therapeutic AED levels, non-therapeutic vns therapy and generator or lead malfunction.